Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient¿s outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned properly attached to the pump cable. The outflow graft was secured to the pump cover outlet port with the outflow graft clip in place. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Visual inspection of the pump was unremarkable. Examination of the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Sections 6 and 7 provide instructions regarding driveline care. Section 8 states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away. It was unknown how the patient passed. An autopsy would be performed.